Manufacturer narrative:
Initial reporter address: (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the homechoice cassette leaked. The nurse further reported, ¿the white connector of the patient line became separated during therapy. During dwell, the patient¿s mother observed that the white connector was separated from the patient line tubing and was still connected to the transfer set¿. The patient¿s mother noticed ¿liquid on the bed¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the sample was received for evaluation. A visual inspection with the naked eye noted the absence of the heat seal bead on the patient line to the patient connector. The reported condition was verified. The cause of the condition was related to the rf (radio frequency) welding process during manufacturing. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.